Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: dr. Chen was using a weck reusable clip applier through a verasport and the blue portion of the port seal broke off into a few little pieces. The pieces were retrieved from the patient's cavity and surgery was completed. There was no tissue loss. There was no blood loss reported greater than 500cc. This did not delay surgery time by more than 30 minutes.